Event description:
A 3.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed in a pt with no issue reported. The target lesion, located in the lcx # 13-14 was described as non tortuous with no calcification and 99% stenosis and was predilated. However, it was reported that approximately 4 weeks post implant, the pt presented in a state of cardiopulmonary arrest and died on the same day. Communication from the field reported that whether the pt presented stent thrombosis or not is unk; even whether the cause of death was associated with heart or not is unk.

Manufacturer narrative:
(B) (4): evaluation results: stent thrombosis, death.